Manufacturer narrative:
Na

Event description:
When putting in a 3.5 non-locking screw into one of the compression holes, the screw head went thru the hole. There were shards of the plate coming off around the screw. The doctor was putting a lot of torque on the screw.